Event description:
The intra aortic balloon was inserted into the pt on 5/25/98. On 5/26/98, the dr had difficulty removing the intra aortic balloon because there was a clot in the membrane. The "low gas" alarm sounded from the system 97 pump. Anesthetic drugs were used in order to remove the intra aortic balloon. (Event complications: required anesthetic drugs to remove intra aortic balloon - reported 6/15/98.) (Pt's current status: unk - reported 6/15/98.)